Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for a single pt sample. The initial accu tni result was 0.52ng/ml. The original sample was tested on a different instrument in the customer's lab and an accu tni result of 0.12ng/ml was obtained. There has been no report of death, injury, or change to pt treatment in association with this event.

Manufacturer narrative:
The sample was serum. Per customer, the sample appeared normal and was processed on the automation line. A system check performed in 2008 passed within specifications. No errors were posted to the event log, and the result was not flagged. A field service engineer (fse) was dispatched to the customer's lab: the fse performed alignments on dispense and aspirate probe plates and serviced the substrate probe which was loose. The system check passed, but precision run failed. The fse replaced hardware components and performed alignments again and then performed a diagnostic testing and some parameters failed. The fse replaced peri tubing and dispense probes and then failed parameters of the diagnostic testing passed, but the precision test failed on reagent pipettor #2. The fse replaced several hardware components and cleaned wash pump valves and the precision run failed again. The fse adjusted alignment on the reagent pipettor #2, then the precision run and all other verification testing passed. Hardware issues addressed by the fse may have contributed to this event; however, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.